Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege patient has suffered from injuries of a permanent, lasting and painful nature as a direct and proximate result of the asr systems failure. It is also alleged that patients ability to perform normal and enjoy regular activities has been impaired as a result of the asr systems failure. ***update: (B)(6) 2011 - the sales rep has reported the revision. Patient was revised due to high ions, pain and a retroverted cup.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot), doi and dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, patient has suffered from injuries of a permanent, lasting and painful nature as a direct and proximate result of the asr system's failure. It is also alleged that patient's ability to perform normal and enjoy regular activities has been impaired as a result of the asr system's failure.